Event description:
Patient was revised to address poly wear of the tibial insert and infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 02/05/2013 - medical records received. No new information received that would change the existing MDR decision. Update: 02/12/2013 - x-rays were received. The complaint was re-opened. Medical records and x-rays were obtained and reviewed. It cannot be determined, with the information provided, that the complaint is product related. However, it is likely that the patients osteomyelitis contributed to seeding the joint with an infection. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.